Manufacturer narrative:
(B)(4).

Event description:
It was reported that the lead had dislodged, it could be confirmed via x-ray. The lead was successfully repositioned with electrical parameters in range. Patient condition was good.